Event description:
It was reported that during treatment water did not come out evenly but spread therefore could not be used. No harm or injury reported.

Manufacturer narrative:
The device, which was used in a procedure, was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed on the exterior of the product debris found at the outer interface, functional testing performed on the unit found the unit sputters at output orifice. The root cause is determined to be an obstruction. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. The complaint history file contains further instances/related events of the reported events. Smith and nephew will continue to monitor for any adverse trends relating to this product range. No further investigation is required.